Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic hysterectomy, the tissue pad was worn out and peeled off during use. The output level was 3. The tissue pad was detached outside of the patient and had not fallen in the patient. The peeled pieces were retrieved. The blade tip was not broken off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r92k18. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.